Manufacturer narrative:
(B)(4). After battery installation, the unit displayed a critical pump error due to corrosion and mold in, around the battery connectors and on the back of the lcd screen. Unable to perform the displacement test due to the critical pump error. The insulin pump was received with a crack in the battery tube that starts at the corner of the belt clip rails. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Event description:
Information received by medtronic indicated that the bottom part of the insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.